Event description:
Olympus was informed that during a laparoscopic surgery, users experienced a complete loss of power and the image was lost. The procedure was completed with the use of another light source. There was no report of any pt harm.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the user's report. The fuse in this device has blown. The device was used for more than 6 years. The cause of blowout of the fuse could not be conclusively determined. However aged deterioration cannot be ruled out as contributory factors. This report is being submitted as a medical device report in an abundance of cation.